Manufacturer narrative:
The device log has been captured and analyzed. The log shows that on the date of event ((B)(6) 2016) at 13:28h the technical error ¿o2 poti unplugged¿ is logged. If this error occurs alarm is generated and ventilation stops. Root cause is bad electrical contact in the adjustment area of the potentiometer. In case of this technical error the device alarms optically and acoustically, ventilation is stopped. The "instruction for use" require keeping an alternative ventilation resource (ventilation bag) ready. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometers (to turn them) and their reliability of operation. All concerned competent authorities have been informed.

Event description:
It was reported that a ventilated patient was transferred to the CT. After about 2-3 minutes inconspicuous function, the device displayed an error message with the indication to inform the dr&#263;ER support. At the same time the device switched off the ventilation function. The patient was not injured, because they were still in the ICU. The patient could be quickly returned into the room and connected to the stationary ventilator.